Manufacturer narrative:
(B)(4). D10 ------------- 150415 oss tibial poly bearing 22mm lot# 65699858 150480 oss axle lot# 65816545 150493 oss reinforced yoke lot# 66130092 150477 oss poly femoral bushings lot# 66205639 150476 oss poly tibial bushing lot# 65733841 150478 oss poly lock pin lot# 65889360 customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to stiffness/ scar tissue one year, eight months post initial implantation. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The reported event was confirmed. No product was returned. Photograph was provided for explanted products and shows fractured lock pin with a part of it still stuck in the yoke. Evaluation for the other components could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history search identified no additional complaints for the part and lot search. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h6, h10, h11. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to fractured lock pin, pain, stiffness, and scar tissue release one year and seven months post implantation.